Event description:
It was reported that during the implant procedure while placing the sutureless connector onto the pump, the physician was unable to make a connection that allowed cerebrospinal fluid to be withdrawn from the catheter access port. The catheter was revised using a proximal revision kit and a new sutureless connector was used. No patient outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the catheter and sutureless connector revealed a pump connector anomaly. Under microscope inspection there was a circular indent in the bottom of the cup consistent with the inner diameter of the tip of the outlet port of the pump. The entire indent appeared to be located in the silicone material of the cup of the sutureless connector. This seemed to indicate the connection between the connector and the pump's outlet port was possibly occluded. The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication.